Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). We received 16 easypump ii lt 125-25-s in original packaging. The following investigations were conducted: visual inspection: the 16 received samples were taken to a visual inspection. Damages or other defects were not detected at the samples. Functional inspection: 10 pumps were filled up with nacl 0.9 % up to the nominal value (125 ml) and a functional test respectively a leak test was carried out. After we opened the clamp clips the pumps did work immediately (solution was running). Leakages were not detected at the 10 samples. Flow rate test: nominal: 5 ml/h actual: sample 1: 6.7 ml in 1 h; 13.1 ml in 2 hrs; 87.7 ml in 18 hrs sample 2: 8.0 ml in 1 h; 15.2 ml in 2 hrs; 93.5 ml in 18 hrs sample 3: 7.3 ml in 1 h; 14.0 ml in 2 hrs; 90.1 ml in 18 hrs sample 4: 7.9 ml in 1 h; 15.0 ml in 2 hrs; 92.8 ml in 18 hrs sample 5: 8.1 ml in 1 h; 15.2 ml in 2 hrs; 92.2 ml in 18 hrs sample 6: 8.1 ml in 1 h; 15.1 ml in 2 hrs; 90.5 ml in 18 hrs sample 7: 7.6 ml in 1 h; 14.4 ml in 2 hrs; 91.3 ml in 18 hrs sample 8: 7.3 ml in 1 h; 13.9 ml in 2 hrs; 90.3 ml in 18 hrs sample 9: 6.8 ml in 1 h; 13.1 ml in 2 hrs; 86.9 ml in 18 hrs sample 10: 7.6 ml in 1 h; 14.4 ml in 2 hrs; 89.2 ml in 18 hrs leakages were not detected at the 10 checked samples. The flow rate of the 10 inspected pumps is within our specifications. Device history record (DHR): reviewed the DHR for batch 18n04ge211, there is no abnormality and no such defect detected at in process and at final control inspection. Summary and assessment: relating to the functional test referring to the flow rate test the samples are within our specifications. A too fast flow (as described by the customer) could not be determined at the received samples. Based on the conducted investigations the tested samples are within the specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): infusion ocurred in less than 24 hours